Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation confirmed the reported complaint. The device failed the probe check and displayed an error code u509. The probe had a crack but was not broken off when received. However, the probe broke off during the testing. The broken portion of the probe is approximately 13 mm long. The root cause of the damaged probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the thunderbeat device displayed a probe damage error. There was no metal exposure noticed on the teflon pad. The procedure was completed with a similar device. No patient injury was reported.